Event description:
The customer reports a water leak at the stand and gantry. This is the 3rd case of water leaking from fittings in the past 3 months. There was no serious injury reported as a result of this event.

Manufacturer narrative:
Allegations confirmed: water leak from the flare-fitting at the bend magnet. Water leaks caused by cracked fittings are a previously reported and well known problem. Leaks range in severity depending on size and location. A small leak in a bad location can result in a sever damage to the machine. A solution to this issue was implemented by an engineering change (ec) which added special copper washers to the fittings to allow for a reliable seal at a lower torque and requiring each fitting to be assembled to a specific torque using a torque wrench. This machine was mfg prior to the cut-in date of the engineering change: (B)(4), and will be applied to this customers device. An issue review (B)(4) (crack water fitting) has been initiated - torque spec in mfg procedure and service documentation. Addition of "sealtite" washer has been recommended. A tech tip (B)(4) was released on (B)(6) 2010 for installing a "flaretite" gasket when a water hose is replaced or during maintenance (pmi). There are no known reports of water leaks causing serious injury or safety concerns. No additional f/u to this MDR is expected.